Event description:
(Cc# 99-00902) the iab was inserted into the pt on 4/21/99. On 4/27/99, the catheter ruptured. Blood was noted in the tubing. The doctor had extreme difficulty removing the iab. A graft was placed on the right femoral artery for repair of the right profunda femoral artery and repair and endarterectomy of the right superficial femoral artery. The pt went on to expire. The iab was never returned to datascope for eval. [Event complications]: injury to artery/surgery/expired- reported 6/3/99. [Pt's current status]: expired-rpt'd 6/3/99.